Event description:
It was reported that the health care professional requested review of device data to confirm device operation. Upon review, it was found that the rhythm accelerated to the vf zone after anti-tachycardia pacing (atp) therapy was applied. Reprogramming options were discussed and recommended. No additional adverse patient effects were reported. This device system remains in service.